Manufacturer narrative:
(B)(4).

Event description:
At refill, the actual residual pump volume (9 ml) was greater than the expected residual volume (2.9 ml). The fluid removed was yellow in color. The pump was refilled with 20 ml of drug. There was no medical or therapy problem. They planned to call the patient back in for troubleshooting. The device system was used to deliver morphine and bupivacaine. Additional information had been requested, a follow-up report will be sent if additional information becomes available.